Manufacturer narrative:
Concomitant medical products: product ID: addr01, implanted on (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and undefined impedance qualified as high. The lead was ex planted and replaced. No patient complications have been reported as a result of this event.